Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not cooling as reported by the decon technician. Could not confirm reading full with an empty tank. The root cause of the not cooling was determined to be a failed mixing pump. The root cause of the reported reading full with no water in the tank could not be determined.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was not duplicated during evaluation. The device was evaluated and the reported issue was not able to be confirmed as the issue was not duplicated during testing. No repairs were made. It was also reported that the device was not cooling. Completed the 2000-hour pm procedure on the device. Serviced the circulation and mixing pumps sn and mixing pump sn (B)(6) , replaced heater 1528 lot with 2301 lot. Replaced both manifold o-rings and drain valves. The device was put through a functional check. The device was heated to 42°c and cooled to 4°c and was stable at 28°c with a flow of 1.8 l/m with -7.0 psi in bypass mode. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was not cooling as reported by the decon technician. Could not confirm reading full with an empty tank. The root cause of the not cooling was determined to be a failed mixing pump. The root cause of the reported reading full with no water in the tank could not be determined.